Event description:
The father reported that 4 days ago, on (B)(6) 2020, the child fell to the ground while he was playing with his sister. After that he could no longer hear anything with the device. The user was re-implanted on (B)(6) 2021.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been confirmed yet.

Event description:
The father reported that 4 days ago on (B)(6) 2020, the child fell to the ground while he was playing with his sister. After that he could no longer hear anything with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The father reported that 4 days ago on (B)(6) 2020, the child fell to the ground while he was playing with his sister. After that he could no longer hear anything with the device.